Event description:
Reports (3) received from baxter state a total of eleven incidents occurred in which "the set fell out during the infusion of chemo and chemo spilled onto the floor." In one incident, reportedly the chemo splashed onto the nurse. Reports indicate the sets fell "out of viaflo during infusion." Further investigation revealed that in all incidents there was no pt injury or staff exposure. In reference to the chemo "splashing" the nurse, rep reported that the nurse was wearing gloves and a plastic apron for protection. Further clarification revealed that the spike is separating out of the baxter vialflex bags toward the end of infusion.